Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that there was a smoke coming from the 806 compressor of this 840 ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the 806 compressor was not turning on. Sp then opened the compressor and found evidence of a thermally damaged capacitor, and damage to other components. The potential cause of the reported smoke was thermal damage to a capacitor in the 806 compressor. The event is included in a data m onitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a smoke coming from the 806 compressor of this 840 ventilator. There was no patient involved.

Manufacturer narrative:
Section g3 and h3 updated following an update to the device evaluation. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that there was a smoke coming from the 806 compressor of this 840 ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the 806 compressor was not turning on. Sp then opened the compressor and found evidence of a thermally damaged capacitor and damage to other components. Sp replaced the compressor and successfully performed the extended self test. The unit was functioning properly without any issues. The potential cause of the reported smoke was thermal damage to a capacitor in the 806 compressor. The event is included in a data m onitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.